Event description:
Info received indicates, the head section cannot be raised.

Manufacturer narrative:
The technician found the head up valve was sticking closed which prevented the head up operation of the head section. The technician replaced the valve to repair the bed.